Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted life (lfs) on may 6, 2007, and alleged that the one touch ultramini meter would not power on. The patient stated that she felt shaky and was unable to stand up. She attempted to eat and drink something. In 2007, at 9:00 a.m., she visited her health care professional and her blood glucose was tested on their meter; the result was 52 mg/dl. The patient was treated with oral glucose. She called lfs for assistance after the visit. It would have been helpful to know: how long she was unable to test on her meter, the date her symptoms began, the length of time it took for her symptoms to improve after receiving treatment, and her medication regimen. The patient was using the correct test strips, the battery contacts are in good condition, and there was no meter trauma. This complaint is being reported, as the meter issue was not resolved with troubleshooting. The patient alleged that she was unable to test on her meter due to a power issue. The patient also alleged that she developed symptoms of low blood glucose, which she self-treated for and then sought and obtained medical intervention by a health care professional. It is not know if the meter issue occurred in relation to the events reported. A replacement meter has been sent.